Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure; after removing the cap on the monopolar curved scissors (mcs) instrument, a wire was sticking out of the tool. The procedure was completed with no reported injury.